Manufacturer narrative:
The sureform 45 stapler instrument reported in this event was not returned to intuitive surgical, inc. (Isi) for failure analysis evaluation. The stapler logs for this procedure were reviewed. The logs show the sureform 45 stapler instrument used during this procedure was installed on the system 14 times and fired 12 sureform 45 reloads (1 blue, 1 green, 1 blue, 1 black, 3 green, 2 black, 1 green, 1 blue, 1 black, in that order). After the successful unclamp on install 14, the system logs showed an error indicating that the grip release tool was detected on the instrument. At the same time, the instrument was force expired by the system. About 20 seconds later, the system logs showed an error indicating that the instrument on universal surgical manipulator (usm) #1 was not detected. The instrument was then removed from the system and not used again in the procedure.

Event description:
It was reported that during a da vinci-assisted left lower lobe wedge resection procedure, an sureform 45 stapler instrument installed on universal surgical manipulator (usm) #1 would not unclamp after being fired. As a result, the port was upsized to 12 millimeters and changed to usm #4 to finish stapling. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) received medwatch report (MDR) with user facility/importer report #(B)(4) stating: "davinci arm #1 was being used for stapling, but the clamp would not release after being fired. The port was upsized to 12 millimeter and changed to arm #4 to finish stapling." The following information is unknown: how the stapler instrument was ultimately removed, if there was any damage/injury to tissue due to the unclamping issue, and if any surgical intervention was required as a result of the customer reported failure. Isi has attempted to gather additional information regarding the reported event; however, no response has been received.